Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 29ga 1/2in hub separated from the device. The following information was provided by the initial reporter : the customer reported about needle/shield separation from the barrel when removing the shield.